Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-pacing dependent asymptomatic patient's right ventricular lead exhibited noise. The noise was reproducible with isometric testing. The device was reprogrammed.